Event description:
The distributor contacted animas on (B)(6) 2012 stating that the up arrow keypad button was unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission 01/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be lifting and peeling the length of the keypad, exposing all of the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the contrast keypad button responded appropriately. There was evidence of contamination found under all button contacts. Evaluation revealed that the up arrow and down arrow button contacts were inverted.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).